Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was unknown. Customer was advised that cause of no delivery could not be determined without a complete infusion set change. Customer was advised to change infusion set and reservoir and to call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.